Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from post-operative meningitis. Reportedly the recipient has a medical history of incomplete partition type I, which has also lead to a csf leakage, which are known risk factors for meningitis. Recipients with cochlear malformations have an increased risk of meningitis even without a cochlear implant. This is a final report.

Event description:
The user was explanted on (B)(6) 2024 due to meningitis. Despite requested, no further information was received.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reportedly explanted on (B)(6) 2024 due to meningitis.